Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a known working outlet for at least 30 minutes, but the pump still did not charge. The attempt to use a different wall adapter was unsuccessful, and the customer did not have an alternate charging cable. Technical support decided to send a replacement tandem cable and wall adapter via expedited shipping, and the customer was advised to rely on manual daily injections if the pump battery depleted prior to receiving the replacements. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.